Manufacturer narrative:
Section f was completed by the MFR. Info received was through a foreign source which are not obligated to complete form 3500a. No additional info on the user facility or the health professional is available at this time.

Event description:
Plastic liner separated from metal shell requiring surgery to remove and replace.